Event description:
It was reported that asymptomatic patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited r-wave variation, impedance issue and failure to capture. The physician re-programmed the device. On (B)(6) 2017, the x-ray was performed and it was noted that the lead had dislodged and it also showed the evidence of twizzlers's syndrome. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.